Manufacturer narrative:
The investigation confirmed that a non-reproducible higher than expected vitros trop I result was obtained from a single patient sample processed on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 2820 performance issue is not a likely contributor to the event. However, the low control does not adequately evaluate performance of the vitros tropi es reagent for sample with troponin I concentrations < url (0.034 ng/ml), therefore, a reagent issue cannot be entirely ruled out as a contributing factor. A pre-service within-run vitros tropi es precision test met performance guidelines indicating that the instrument was performing as expected, however a review of the intellicheck information indicated that the customer is not cleaning the microwell incubator to the required level and therefore an instrument maintenance issue cannot be ruled out. In addition, pre-analytical sample processing could not be ruled out as contributing to this event as the customer is not following the manufacturer¿s recommendations for sample preparation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a non-reproducible, higher than expected, vitros tropi es result from a single patient sample processed using a vitros troponin I es reagent lot 2820 in combination with a vitros 5600 integrated system. Patient sample result of 0.818 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported outside of the laboratory and the patient underwent an MRI scan based on the higher than expected result. The customer could not provide any further information regarding the patient¿s condition. Per medical consult by ortho¿s medical safety officer an unnecessary MRI procedure is unlikely to cause patient harm if no adverse reaction to dyes used in the procedure were reported. A corrected report was subsequently issued and ortho was not made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint number (B)(4) and ivd (B)(4).